Event description:
It was reported that the right atrial (ra) lead was not sensing or capturing after the patient's cox maze procedure. Reprogramming was completed and the patient felt symptomatic with ventricle-only pacing. The lead was explanted and replaced. During the ra lead removal, the physician damaged the right ventricular (rv) lead. The rv lead was subsequently explanted and replaced as well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.